Event description:
It was reported that the customer was taken to the hospital. It was stated that the blood glucose meter was reading over 600mg/dl. It was stated that the customer was treated and released. It was stated that the customer had bent cannulas and high blood glucose for several days. Advised the daughter to have customer call when ever the problem is occurring for assistance. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.